Manufacturer narrative:
Follow up #1: 12/02/2016. Device evaluation: the pump has been returned to animas and evaluated on 11/07/2016 with the following findings: pump reboot events were observed in the black box download. The battery compartment was cracked along the side of the pump. The battery cap was unable to maintain an electrical connection and power loss was duplicated. The pump powered on normally with no alarms when a test cap was used. The pump was exercised for 24 hours with no further power issues occurring. Corrosion was observed in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.